Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Incident description: the clips didn't hold in place, they didn't close themselves properly. Type of intervention: they opened another device to finish the procedure. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.